Event description:
It was reported that tissue damage was observed. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, the farawave pfa catheter got stuck during cavotricuspid isthmus ablation (cti) at the inferior vena cava junction and was considered off-label use. Tissue became entrapped at the chiari network during wiring, getting caught around the catheter in a flower position. The catheter became stuck and could not be undeployed. Eventually, it was managed to pull back into the ivc, dislodging the tissue and removing it from the body. The sheath and catheter were withdrawn as carefully as possible. The catheter was replaced, and the procedure was completed. The patient fully recovered, and no intervention was performed. The catheter is not expected to return as it was disposed, therefore the lot number is not available. Images were provided for review and investigation is still in progress.

Manufacturer narrative:
Detailed product information was not provided to bsc. It was not available because device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that tissue damage was observed. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, the farawave pfa catheter got stuck during cavotricuspid isthmus ablation (cti) at the inferior vena cava junction and was considered off-label use. Tissue became entrapped at the chiari network during wiring, getting caught around the catheter in a flower position. The catheter became stuck and could not be undeployed. Eventually, it was managed to pull back into the ivc, dislodging the tissue and removing it from the body. The sheath and catheter were withdrawn as carefully as possible. The catheter was replaced, and the procedure was completed. The patient fully recovered, and no intervention was performed. The catheter is not expected to return as it was disposed; therefore, the lot number is not available. Images were provided for review. It was further reported that a rosen wire was used and the guidewire is not expected to return. The number of lesions was 56 total ablations performed in the pvi and cti. The activated clot time was maintained below 300 seconds. There was no abnormalities during preparation or deviations from preparation instructions. It was further reported that the guidewire was a merit inqwire rosen j tip guidewire.

Manufacturer narrative:
Correction to section a2 date of birth, age at time of event, and section a3 sex. Detailed product information was not provided to bsc. It was not available because device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Boston scientific is unable to confirm cause of the reported clinical observation of a stuck guidewire, difficult to withdraw and failure to undeploy. The device has not been received for analysis; therefore, a technical analysis of the complaint device could not be completed. Additionally, 3 images were reviewed by a boston scientific quality engineer. The pictures confirmed that it was possible to observe that the device cage with the splines inverted and the tissue damaged. The review of the images confirmed the reported allegation of spline inversion and tissue damage.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem. Detailed product information was not provided to bsc. It was not available because device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Boston scientific is unable to confirm cause of the reported clinical observation of a stuck guidewire, difficult to withdraw and failure to undeploy. The device has not been received for analysis; therefore, a technical analysis of the complaint device could not be completed. Additionally, 3 images were reviewed by a boston scientific quality engineer. The pictures confirmed that it was possible to observe that the device cage with the splines inverted and the tissue damaged. The review of the images confirmed the reported allegation of spline inversion and tissue damage.

Event description:
It was reported that tissue damage was observed. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, the farawave pfa catheter got stuck during cavotricuspid isthmus ablation (cti) at the inferior vena cava junction and was considered off-label use. Tissue became entrapped at the chiari network during wiring, getting caught around the catheter in a flower position. The catheter became stuck and could not be undeployed. Eventually, it was managed to pull back into the ivc, dislodging the tissue and removing it from the body. The sheath and catheter were withdrawn as carefully as possible. The catheter was replaced, and the procedure was completed. The patient fully recovered, and no intervention was performed. The catheter is not expected to return as it was disposed, therefore the lot number is not available. Images were provided for review. It was further reported that a rosen wire was used and the guidewire is not expected to return. The number of lesions was 56 total ablations performed in the pvi and cti. The activated clot time was maintained below 300 seconds. There was no abnormalities during preparation or deviations from preparation instructions. It was further reported that the guidewire was a merit inqwire rosen j tip guidewire.